Manufacturer narrative:
Urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that last night, they felt throbbing pain in their leg. The patient was yelling and wanted to go to the ER. They said it felt like a knife was being stabbed in their leg. They turned stim off and the pain slowly went away. They tried programs 2, 4, and 7 per the healthcare professional (hcp) instruction and all caused pain. The had an appointment scheduled with their healthcare professional (hcp) on (B)(6) 2020. The patient said that they had retention and didn't want to wait until then. The issue was not resolved at the end of the call. There were no device issues reported, and no further patient complications reported at this time.